Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test for motor error alarms due to no button response. No "pump clearing itself"noted. The device had a cracked reservoir tube lip, scratched lcd window, case and missing end cap sticker. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.